Manufacturer narrative:
Prior to the hyperlgycemic event, the patient had a hypoglycemic event. The reporter stated that the patient had a blood glucose of 59mg/dl that was treated with drink and glucsoe tab. The reporter stated that the patient had cognitive impairment. This blood glucose excursion was alleged to be due to the time and date issue with the pump.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 352 mg/dl with symptoms of blurred vision and frequent urination. The patient self treated with insulin injections. The reporter reviewed the pump and it was determined that the am and pm settings of the pump had been switched, causing the patient to receive basal rates at the incorrect time of day. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of getting the incorrect basal program during the day.